Manufacturer narrative:
At this time no conclusions can be made. It is unknown to what extent the bard/davol perfix plug (device #2) device may have caused or contributed to the events. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. This emdr represents the bard/davol perfix plug (device #2). An additional emdr was submitted to represent the bard/davol perfix plug (device #1) and bard/davol perfix plug (device #3). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney which included the medical records, patient fact sheet and general patient outcome allegations: attorney alleges that on (B)(6) 2009, the patient underwent surgery for implant of two (2) unspecified bard/davol perfix plug left (device #1) and right (device #2). On (B)(6) 2012 the patient underwent repair of a recurrent left inguinal hernia with implant of an unknown plug mesh (device #3). It is alleged that on (B)(6) 2012 and (B)(6) 2013, the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum: patient underwent additional surgical intervention with additional mesh implants.